Event description:
It was reported that the left ventricular lead exhibited low pacing impedance. No intervention was performed. The condition of the patient is unknown.

Event description:
Additional information received notes that the patient was presented for a device changeout procedure. Prior to the procedure, the left ventr (B)(6) 2024. The patient experienced no consequences.